Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the on/off power button gasket and switch consistant with mis-handling. The customer declined to have the device repaired. The device was returned and labeled as not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.